Event description:
The customer reported via phone call that they received sensor error alerts. The customer's blood glucose was 10.2 mmol/l. The customer explained that, upon removing the sensor, the electrode was much shorter than usual. The customer received the sensor error before the first calibration. The customer's second sesnor was normal, but the customer was unable to use the sensor due to the sensor error alert. The customer was unable to remove the alert. The customer was advised that the sensor would be replaced. The customer did not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.